Event description:
A malfunction was reported with the customer's pump, indicated by malfunction code 24, which could not be reset. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer was instructed to return the malfunctioning pump to tandem using a pre-paid label and put the device into storage mode as advised. Tandem technical support arranged for a replacement pump to be sent to the customer, who confirmed the shipping address and acknowledged the instructions given. The customer planned to use multiple daily injections (mdi) as a backup therapy in the meantime.